Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to treat a heavily calcified, 90 degree bend difficult lesion with support catheters and multiple pre-dilation balloons. It was reported that two resolute integrity (rx) drug eluting stents failed to cross the target lesion. One resolute integrity stent was reported to not to deploy. It was reported that it was not a problem with the stents - it was the calcification and anatomy.